Event description:
A peritoneal dialysis patient called technical services to report m65 scale reading error in all her dwells, fills and drains on the night of (B)(6) 2015. Follow-up with the patient's peritoneal dialysis nurse reported the patient was hospitalized (B)(6) 2015 - (B)(6) 2015 due to a volume overload. It noted in the medical records that the patient had missed dialysis for an unclear reason for 1-2 days prior to her presentation. The patient's finding on chest x-ray was related to volume overload including the pleural effusion. The patient did not have stigmata of lower respiratory infection. Finally, the patient was discharged after feeling significantly better.